Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported knot pulled outside the patient appears to be related to the status of training at the physician was not trained in the use of the proglide device. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Device code 1506 removed.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, there was no suture with plunger removal with three proglide devices. Two other proglide devices were attempted. The sutures captured the artery; however, the knot was seen outside the patient. The sutures were not used to achieve hemostasis. An additional proglide suture was pre-placed. After the procedure, hemostasis was achieved with the pre-placed proglide suture. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide devices referenced in b5 are filed under a separate medwatch report numbers.

Event description:
It was reported that suture placement in the common femoral artery was attempted with five proglide devices using the pre-close technique via a 6f sheath relative to an endovascular aneurysm repair (evar) procedure. Reportedly, there was no suture with plunger removal with three proglide devices. Two proglide devices were attempted; however, the knot came out of the patient. An additional proglide suture was pre-placed. The sheath was upsized and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. The physician was not trained in the use of the proglide or established in the preclose technique. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.